Manufacturer narrative:
Continuation of d10: product ID: unk-nv-echelon; g2: citation: authors: yu, j. Embolization of a spontaneous middle meningeal arteriovenous fistula that caused intracranial hemorrhage due to aneurysm rupture. Radiology case reports 2 0 2263¿2269 2025. Doi: 10.1016/j.radcr.2025.01.075 193. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: a case of embolization of a spontaneous middle meningeal arteriovenous fistula (mmavf) that caused intracranial hemorrhage due to aneurysm rupture. The time frame of this study was: the case report was received on december 3, 2024, revised on january 14, 2025, and accepted on january 23, 2025. Significant events occurred within a few weeks after the procedure. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: echelon-10 microcatheter, onyx liquid embolic system deaths occurred in the study population: there were no reported deaths. Among patient adverse events included: hydrocephalus on the 3rd postoperative day and drowsiness on the 3rd postoperative day. Insertion of an ommaya catheter for drainage of cerebrospinal fluid. Resolution of hydrocephalus and absorption of intracranial hemorrhage by the 7th postoperative day. No new neurologic deficits upon awakening after evt. Patient recovered well and was discharged two weeks later. No further information was provided pertaining to medtronic products.